Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was observed. In attempt to reduce the pvl, a serial post-implant balloon aortic valvuloplasty (bav) was performed using a 22mm and a 24mm non-medtronic balloon; two inflations were performed for three seconds using a syringe. An angiography was performed and contrast medium was observed from the non-coronary cusp to the right ventricle (rv). Transesophageal echocardiogram confirmed there was shunted blood flow from the right coronary cusp (rcc) to the rv. Per the physician, the multiple bavs caused an annular rupture. Blood flow was observed from rcc to rv due to the rupture of the annulus. It was noted no pericardial effusion was able to be confirmed via computed tomography angiography and ultrasound and there was no hemodynamic disruption. It was reported that a dissection disappeared by the "conservative treatment of left side". No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.